Manufacturer narrative:
H10. Updated/additional information ¿ d8. G1. G2. G4. H6. The most likely cause for the revision reported due to prosthesis wear is a combination of risk factors including, use error, implant positioning, implant size selection, and patient factors may have also been a contributing factor to the early prosthesis wear. However, this cannot be not confirmed with the information provided; devices were not returned. There is no other information available. These devices are used for treatment not diagnosis.

Event description:
As reported by the legal brief, patient underwent a total right hip arthroplasty in approximately 2016. Specifically, as mentioned above, the issue in this matter is with the accelerated wear of the polyethylene, cross linked exactech connexion gxl liners which led to patient's accelerated, debilitating osteolysis. The product was used for its intended purpose because patient suffered from osteoarthropathy of her right hip. With the product, patient suffered accelerated osteolysis and experienced severe pain and discomfort in her hip. Due to the failure of the product, patient suffered injuries, such as extreme pain and difficulty walking, that were so severe that a total right hip arthroplasty revision was recommended by her medical professionals. Due to accelerated wear and/or loosening of the product, patient underwent a right revision surgery in 2021.

Manufacturer narrative:
Explanted date - exact explant date not available; however, patient right side revision was in 2021. Concomitant products - cocr fem head 36mm +3.5 offset 12/14 (cat# 142-36-03 / serial# (B)(4)- wedge plasma s/o sz 4 (cat# 188-00-04 / serial# (B)(4) - integrip cc, cluster 54mm, g2 (cat# 186-01-54 / serial# (B)(4). Additional information, including the product investigation, will be submitted within 30 days of receipt